Event description:
Patient was revised to address pain. Upon dissection, gray/black fluid appeared in abundance, and metallosis was reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address pain. Upon dissection, gray/black fluid appeared in abundance, and metallosis was reported. Doi (B)(6) 2008 - dor (B)(6) 2012 (hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/28/2014- pfs and medical records received. After review of the medical records the revision operative note indicated the cup was malpositioned and there was also metallosis noted. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert and femoral head. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
(B)(4). Added: (patient).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup and metal wear. Added apex hole eliminator due to loosening of cup. Added surgeon and lawyer in the associated contact.